Event description:
It was reported that the micro oscillating saw heated up during a maxiofacial dental case. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
Corrosion damage was discovered within internal components of the device.